Event description:
It was reported that the procedure was to treat a very tight stenosis with a thrombosed lesion in the left forearm fistula. Predilatation was performed prior to stenting with the 7.0x40x80 cm absolute pro stent. Due to the very tight stenosis the stent delivery system was pulled back slightly for positioning in the lesion; however, the stent implant was already partially deploying and the stent implant became elongated and stretched out. Another absolute pro stent was deployed inside the elongated stent for treatment to strengthen the circumference of the stent. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the absolute pro vascular self expanding stent system instructions for use states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery.